Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia or gastroenteritis. The exact cause of the event could not be verified. Troubleshooting was performed and found that insulin had leaked from the reservoir into the insulin pump. It was also reported that o-rings on the reservoir looked strange. Nothing further was reported.